Event description:
It was reported that at implant, the right ventricular lead helix was unable to extend. It was noted that after 30 turns there was no extension/retraction of the helix. The lead was removed from the body and retested on the table and there was still no extension or retraction of the helix after 30 rotations. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.